Event description:
It was reported that during follow up, the right ventricular (rv) lead threshold was noted to be high. The cardiac resynchronization therapy defibrillator (crt-d) system also recorded noise and oversensing on the rv channel from the atrium. Further review by boston scientific technical services (ts) was requested. The crt-d system remains in service. No adverse patient effects were reported. Additional information provided indicates that upon ts review, it was noted there is p-wave oversensing and the possibility of rv lead dislodgement that would need further investigation. In addition, the lead also exhibits low amplitude signals and failure to capture. Upon investigation from the clinic, a chest x-ray was performed, showing the rv lead partially located in the atrium. Reportedly, the patient would go in for a lead revision, however, there is no information available regarding this procedure taking place at this time. No adverse patient effects were reported. Additional information provided indicates the lead revision has not yet been performed as it is a complex case for the physician and the next step has not been decided at this time.

Event description:
It was reported that during follow up, the right ventricular (rv) lead threshold was noted to be high. The cardiac resynchronization therapy defibrillator (crt-d) system also recorded noise and oversensing on the rv channel from the atrium. Further review by boston scientific technical services (ts) was requested. The crt-d system remains in service. No adverse patient effects were reported. Additional information provided indicates that upon ts review, it was noted there is p-wave oversensing and the possibility of rv lead dislodgement that would need further investigation. In addition, the lead also exhibits low amplitude signals and failure to capture. Upon investigation from the clinic, a chest x-ray was performed, showing the rv lead partially located in the atrium. Reportedly, the patient would go in for a lead revision, however, there is no information available regarding this procedure taking place at this time. No adverse patient effects were reported. Additional information provided indicates the lead revision has not yet been performed as it is a complex case for the physician and the next step has not been decided at this time. In addition, it was mentioned that the patient does not want to be helped any further and due to psychological disorders the patient does not cooperate with the treatment. The next steps for this patient rely on the clinic as the patient first needs to be psychologically prepared for the treatment. No further action is expected at this time.